Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 30. On (B)(6) 2023, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and increased sensitivity. No further patient complications were reported.